Event description:
Update 12/31/2014- pfs and medical records received. A correct doi and dor was provided. This complaint is now legal. Pfs alleges pain, difficulty walking, and trouble doing daily activities. After review of the medical records for MDR reportability, the revision operative note indicated pain, possible metal sensitivity, and no cup loosening or malpositioning. The unknown hip is being changed to a femoral head. There is no new additional information that would affect the existing MDR decision.

Event description:
Patient was revised to address malpositioning of the cup resulting in pain.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges elevated metal ions. Added stem to impacted products due to alleged elevated metal ions. Added law firm and revision hospital. Doi: (B)(6) 2006 - dor: dec 04, 2008 (right hip).